Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: iceland. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the screw was broken, the hinge gasket was damaged and the motor speed was unstable; however, the repair has not been completed because the repair site is waiting on materials for repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the dermatome was broken. The device did not power on. There was no patient involvement. Diligence is complete. No further information is available. As no additional information is available, we are unable to provide further information. At product evaluation investigation the dermatome motor speed was unstable. No adverse events were reported as a result of this malfunction.